Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date unavailable. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative received a report that a site's left thoracic tactile probe was inaccurate after verification. No further details regarding the concern were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.